Event description:
Adverse event: undercorrection; additional surgical procedure. A surgeon reported a patient who experienced a one line loss of bcva following refractive surgery. In a follow-up, the surgeon stated that he feels this is transient and a result of testing technique. He stated that he is confident if the patient is tested beyond the 20/20 line, the patient will be able to see the 20/15 line. However, the patient was "unhappy" and subsequently, underwent an enhancement.

Manufacturer narrative:
Determination of root cause: assessment: log file review by the territory manager revealed the laser was running optimally during this patient's surgery. The system did not receive any messages, warnings or errors during the procedure. A review of the complaint database for 3 months prior to this event showed no other clinical complaints reported for this laser system. Non-product factors including patient response to the laser ablation, patient healing characteristics and preoperative patient selection were reviewed. The patient presented with a non contributory medical or ocular history. The uncorrected visual acuity (ucva) was >20/400, the manifest refraction (mr) was -6.00-0.50x005, the best corrected visual acuity (bcva) was 20/15 and on (B) (6) 2008 underwent myopia with astigmatism lasik. During the three month postoperative period the patient demonstrated similar ucvas mrs and bcvas with the final ones recorded as 20/20, pi-0.75x166, 20/20. The patient was "unhappy" and, on (B) (6) 2009 underwent an enhancement. At the one week post enhancement visit, the ucva was 20/20 and the mr and bcva were reported as pi-0.25x060, 20/20. The term best corrected visual acuity [bcva] describes highest measurable level of visual acuity based upon subjective responses with the aide of a corrective optical device. A loss of bcva after refractive surgery indicates that the postoperative bcva is less than the preoperative bcva. The severity is determined by the magnitude as reported in the investigation, based upon the number of lines lost on the standard acuity chart. In this case the severity was determined to be moderate. Also, a one line loss of bcva may not represent a true loss as it may be associated to variations in testing techniques. Conclusion: based on the results ot the investigation of product and non-product factors, the device was not found to be a contributor to the decrease in bcva. However, the non-product related factors mentioned above may have been contributors. Undercorrection - (B) (4)